Manufacturer narrative:
Technician alleged that the nurse call function was not working on this bed. The bed was being used in a med surg unit. Technician suggested that they isolate the pendant for replacement. Repair not yet complete.

Event description:
Complaint alleged that the nurse call function was not working on this bed. No reported injuries.